Event description:
Customer called on (B)(6) 2011 and stated that the cap piercer is squeaking and autogloss was leaking out of wash cup on their unicel dxc 800 synchron system. Customer noted that he was wearing proper personal protective equipment consisting of gloves and a lab coat while cleaning the leak. Customer reported that no patient results were run and no erroneous results were generated during the event. Field service engineer (fse) visited customer on (B)(4) 2011 and relined cap piercer and flushed autogloss. Fse revisited the site on (B)(4) 2011 and replaced the cap piercer assembly. No further cap piecer leaking issue was reported by the customer as of (B)(4) 2011.

Manufacturer narrative:
(B)(4): fse relined cap piercer and flushed autogloss on (B)(4) 2011. Fse returned on (B)(4) 2011 and replaced the cap piercer assembly.(B)(4).